Manufacturer narrative:
The technician replaced the brake/steer pedal, which resolved the issue. The device operates normally. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when the brake pedal is set, the brakes properly engage, however, the brakes will then disengage on their own.